Event description:
It was reported that during an arrhythmic episode, the sensing integrity count increased due to t wave oversensing. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data. Collected from the device and have analyzed the data. Sensing - oversensing. 2 - ventricular nst <=180 ms on (B)(4) 2011 at 06:25:22 and 06:25:44. Sensing - interference/noise. Ventricular short interval count v-sic=335 counts, in 0.31 day on (B)(4) 2011 in the timeframe between 06:18:43 and 13:46:54.